Manufacturer narrative:
Section h6, patient code of the initial medwatch report indicates no patient involved section h6, patient code of the initial medwatch report should indicate no health consequences or impact. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The electronic patient records were downloaded and reviewed. The reported issue was verified. After replacing the battery pins and power pcb assembly as a preventative measure, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their powered off unexpectedly during use. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their powered off unexpectedly during use. There was no harm to the patient as a result of the reported event.